Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event occurred on an unspecified day in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during set-up/prime. There had not been anything unusual about the supplies; all connections had been secure. The care giver stated they had not had any issues with the newest box of cassettes, and the patient had been able to successfully complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.